Event description:
The pt's mother asked why her daughter's neurostimulator battery did not last longer than four yrs. The pt did not experience any falls or other traumas. No pt symptoms were reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).